Event description:
The account alleges that the nurse call system will not send a signal to the nurses' station. No injuries were reported.

Manufacturer narrative:
Findings: first occurrence-monitor field performance. The account decided not to repair this device due to the cost associated with it. The device has been removed from service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.